Event description:
During the insertion of the cataract the lens was cut. The md requested for another lens to be placed and again the lens was cut. Md noticed a faulty point to the insertion side resulting in the cut of the lens. A new lens had to be retrieved from a different facility. Case was completed with no patient harm. Pt code: 4580. Device code: 1506. Ref report: mw5177976.